Event description:
During a periodic review of internal programming history, an event of high impedance was seen. The vns device was then disabled (normal mode only). No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.